Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer reran al positive troponin patient samples from (B)(6) 2016 on an alternate advia centaur xp instrument, and all repeat results matched. Only patient sample 2832184 was impacted. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse completed a total service call. The cse checked the wash separation manifold port dispense and aspiration, which were acceptable. The cse confirmed acid and base pump dispense volumes, checked sample and reagent probe positions, and removed and cleaned the luminometer. The cse ran dark counts with cuvettes, and results were consistent with previous dark counts. The cse cleaned all wash ports, probes and incubation ring covers. The cse completed an "empty and fill" procedure of the incubation ring. The cse ran background tests, which indicated there was no contamination of fluids. The customer ran quality controls. The cause of the discordant, falsely elevated tni-ultra results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on one patient's sample (B)(6) on an advia centaur xp instrument. A previous draw from the patient was tested on an alternate advia centaur xp instrument, resulting lower. The sample was repeated on the original advia centaur xp, also resulting falsely elevated. The elevated result was reported to the physician(s), who questioned it. A new draw was obtained and tested on the original advia centaur xp instrument, resulting lower than the discordant elevated result. The sample (B)(6) was repeated the following day on the original instrument and on the alternate advia centaur xp instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.